Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have engagement failure. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Due to engagement failure, functional testing for motion and clip test could not be performed. The complaint was confirmed by failure analysis. Once the instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. The probable root cause of engagement failures is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument was inserted, a clip was in the process of being deployed but instrument could not clamp down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.